Manufacturer narrative:
Device has not yet been made available from the user for evaluation. Limited information has been made available at this time. We will continue to follow up with the user for additional information. A follow up report will be submitted once additional information is received.

Event description:
Customer alleged the product "sparked and lit up and caused some minor burns on a patient."

Manufacturer narrative:
At this time, the device was not made available for evaluation and limited information has been provided. After repeated attempts to contact the reporter for additional information and to request the return of the device, no response has been received. The reporter is not responding to our requests. Based on this information, this can been seen as the final report. If additional information is received that alleges additional patient involvement or need for corrective actions, a follow up report will be submitted.